Manufacturer narrative:
Patient weight is not available for reporting. Additional device product codes: jey, gxr. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 during a craniectomy hardware removal procedure due to a hematoma 4 screw heads broke off. The surgeon was able to retrieve all fragments but one screw was left embedded into the patient. The remaining construct was removed. The entire construct included 4 plates and 19 screws. The procedure was successfully completed without a delay and the patient was stable. This report captures an intraoperative event of broken screw heads during the removal. The event of a hematoma has been captured in (B)(4). Concomitant devices reported: ti matrixneuro screw self-drilling 5 mm (part# 04.503.105.01,quantity 15); ti matrixneuro box plate 10 mm x 16 mm (part# 04.503.073, quantity 1) ; ti matrixneuro burr hole cover 17 mm (part# 04.503.023, quantity 2). This is report 3 of 4 for (B)(4).